Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 9 days after implantation dislodgement was observed. The lead was repositioned.

Manufacturer narrative:
It was reported that the lead perforated the ventricle 9 days after implantation. The perforation was visible in tte (transthoracic echocardiography). The revision took place on (B)(6) 2018. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.